Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal power distributor (upd) and the universal motion controller (umc) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the upd and umc involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not replicate the customer reported complaint, "error 31221." Fa installed both boards on the printed circuit assembly (pca) test system. The system started without any issue. The system was run at 150 power-cycles with both boards, and all passed. The boards remained on the test system for three days in normal operation, and there is no error reported.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the operating room (or) team experienced non-recoverable faults. The nurse (caller) indicated that error 252 came up and after restarting they got an error 316. The intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed the error 316. The tse instructed the customer to restart with emergency power off (epo); however, when the system powered up, an error 31221 occurred. Following this, the surgeon decided to convert to laparoscopy. The tse checked the logs and error 31221 was pointing to the universal power distributor (upd). The procedure was converted to laparoscopic surgery. There was no reported patient harm, injury, or adverse outcome; and a delay of less than 15 minutes. The nurse called back after the procedure to perform further troubleshooting. After a restart, the error cleared. The tse requested another restart, and again, the system came up with no error. The nurse explained to the tse that in the afternoon the system would be used again. The tse and nurse would monitor the system. The tse explained to nurse that an isi field service engineer (fse) would be requested to check their system. Isi followed up with the initial reporter, on (B)(6) 2021, and obtained the following additional information: the customer experienced a reversed control of the endoscope, despite being oriented and installed correctly. Isi followed up with the initial reporter, on (B)(6) 2021, and obtained the following additional information: no issue was noted during set up of the system. The system was inspected and tested prior to use. The error messages did not appear prior to starting the procedure. The issue occurred after 1 - 1.5 hour of the procedure. The surgical staff did not observe that there were any outside influences that were impeding movement of the system / patient side manipulators (psm). The laparoscopic procedure was successfully completed. According to the site, there was no fragment in the patient.